Event description:
It was reported that the right ventricular (rv) lead's insulation breached near the pace/sense pin. The inner conductors were exposed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d154atg, implantable cardioverter defibrillator, 2006 (B)(6); 5076-52, implantable pacing lead, 2003 (B)(6). (B)(4).